Manufacturer narrative:
The patient weight was not provided. The referenced reports of 2 previous pump exchanges due to suspected pump thrombus are covered under medwatch MFR# 2916596-2016-00132 and MFR# 2916596-2015-00869. (B)(4). Approximate age of device ¿ 4 months. The device was not available for evaluation. A correlation between the device and the reported events could not be conclusively determined. The instructions for use lists device thrombosis and hemolysis as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital for unspecified heart failure symptoms, a sub-therapeutic inr and elevated lactate dehydrogenase (ldh) levels. The patient did not experience any hematuria and it was reported that pump powers and estimated pump flows were within normal range. Upon admission, the patient was started on heparin and IV fluids. It was reported that the patient decompensated quickly and expired on (B)(6) 2016 due to multi system organ failure, secondary to pump thrombosis. The patient did not have a known history of coagulopathy; however, the patient reportedly was non-compliant with their medications. The patient previously underwent two pump exchanges due to device thrombosis.